Event description:
Complainant alleged that they were monitoring a 79 yr old female pt in a code 1, when the unit's screen blanked out to a green dot appearing in the lower left corner of the screen. The staff also heard a loud popping noise. The staff was unable to obtain another device. The pt subsequently expired. The complainant indicated that pt outcome was as a result of a "do not resuscitate" order issued by the pt's family.